Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient stated: "the tooth that I'm experiencing the pain in is in the front left of my mouth. There is a rounded, hard, bump in the gums at the base of the tooth that isn't mirrored on the other side of my mouth. And anytime I try to open my mouth wide I feel like a muscle is hitting the nerve of the root of that tooth and it feels like the tooth is being pulled up. It is sensitive to eat with that side of my mouth and I've been avoiding it for a few days now." Patient's dds recommended they cease treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.